Manufacturer narrative:
On the event date, (B)(6) 2013, the fse provided the rental iabp unit and evaluated the original iabp unit. The "autofill failure" alarm was confirmed on the fault log. But, the "maintenance required code #2" (drive transducer offset failure) was not confirmed on the fault log. The iabp unit passed all pneumatic calibrations. Scheduled preventive maintenance was performed on (B)(4) 2013 and the iabp unit met factory specifications. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated "auto fill failure" and "maintenance required code #2" (drive transducer offset failure) alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.